Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant the lead exhibited good values. In the afternoon the device was checked once more and low sensing was noted. Later physician interrogated the device sensing was stable at a good value. The lead remained implanted. The patient did not experience any adverse consequences. No intervention had been reported.